Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the arterial clamp - ac arm short (500mm). A livanova field service engineer was dispatched the customer and the complained clamp was replaced. New clamp system is working properly. Complained clamp has been sent to manufacturer for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, when pump is turned on, the alarm ¿arterial clamp defective¿ (e141 and e1200) is displayed. There is no report of any patient injury.